Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead tripped an alert for an elevated superior vena cava (svc) impedance measurement. During the in-office evaluation, varying svc impedance was seen on real time measurements. A review of trend showed measurements over 200 ohms at time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 5076-52 implantable pacing lead 2002 (B)(6); 5076-58 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was also reported that a possible fracture was suspected. The high voltage portion of the lead was capped and was replaced. A pacing lead which was chronically implanted was connected to the pace/sense portion.